Event description:
The following has been reported by customer: only beeps. Customer sent in the request form reporting the unit only beeps. Reporting as a conservative measure. Adverse effects were not reported. More information is needed to complete the investigation. Device history record review would not be applicable without official issue. Device log history was not provided therefore no review could be performed. The reported device was not returned to lake zurich nor brézins for investigation. According to local protocol, if after 15 days the device still hasn't been returned, the service order is closed to no device. So, we did not receive anything that would allow us to identify the actual root cause of this event / to go further with this investigation. Therefore the root cause of the reported issue could not be identified. However, if further information are provided later on we may re-open the complaint and pursue its. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not investigated. The trend is: normal.